Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-00508 addresses the leveen probe, manufacturer report # 3005099803-2013-00509 addresses the rf3000 radiofrequency generator, while manufacturer report # 3005099803-2013-00510, manufacturer report # 3005099803-2013-00511, manufacturer report # 3005099803-2013-00512, manufacturer report # 3005099803-2013-00513 addresses the four polyhesive patient return electrodes. It was reported to boston scientific corporation on (B)(6) 2013 an rf3000 radiofrequency generator, four polyhesive patient return electrodes, and a leveen standard electrode were used during a hepatic radiofrequency ablation (rfa) in the liver procedure performed on (B)(6) 2013. According to the complainant, the procedure was completed without incident; however, following the procedure the radiographer noted redness. In the recovery room, the patient complained of thigh pain and a physician found second degree burns on the surface of the inner sides of the thighs. He also noted redness caused by minor burn on the outer thighs. The physician prescribed a jelonet and dry dressings for the inner sides and biafine for the outer thighs. It was confirmed that the patient was not hospitalized for a longer period of time due to the burns. The patient was treated for the burns and no longer suffers any pain.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Evaluation of the returned device included a visual inspection and inspection for loose hardware, performance of a final test, radiofrequency (rf) energy delivery with test loads, and stress testing. During visual inspection, it was noted that the device¿s tamper-proof seal was broken and all the top cover screws were missing. During preliminary testing, the device failed step 3.3 (pad connector continuity); the return pads #3 and #4 were measured to be outside their passing range. The device also failed step 3.7 (fan direction); the wind direction of fan 1 was found to be incorrect. The broken seal, missing screws, and incorrect wind direction are not believed to be related to work performed by src (stellartech research corporation). During the final test procedure, step 3.3 (pad connector continuity) was repeated three times using three different digital volt meters and same test lead. All measured values for pad #3 and pad #4 during the repeated test were within their passing range. Therefore, it is believed that the initial failure of step 3.3 during preliminary testing was related to poor connection in the test setup. The device¿s top enclosure was removed and visual inspection was performed; nothing was found that could account for the customer¿s reported complaint. Additional environmental stress testing (which included high and low voltage margins and high and low temperature tests while monitoring ¿pad connector continuity¿, ¿pad over-current shutdown¿ and ¿short circuit shutdown¿) was performed, with no malfunction reported. The complaint was not confirmed; after the fan direction was corrected, the unit passed all performance criteria of its final test procedure. However, the investigation concluded that the reported event (pad burn) is a known inherent risk associated with the use of this device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified serial number. A labeling review was performed and the information available reasonably suggests this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-00508 addresses the leveen probe, manufacturer report # 3005099803-2013-00509 addresses the rf3000 radiofrequency generator, while manufacturer report # 3005099803-2013-00510, manufacturer report # 3005099803-2013-00511, manufacturer report # 3005099803-2013-00512, manufacturer report # 3005099803-2013-00513 addresses the four polyhesive patient return electrodes. It was reported to boston scientific corporation on (B)(6) 2013 an rf3000 radiofrequency generator, four polyhesive patient return electrodes, and a leveen standard electrode were used during a hepatic radiofrequency ablation (rfa) in the liver procedure performed on (B)(6) 2013. According to the complainant, the procedure was completed without incident; however following the procedure the radiographer noted redness. In the recovery room, the patient complained of thigh pain and a physician found second degree burns on the surface of the inner sides of the thighs. He also noted redness caused by minor burn on the outer thighs. The physician prescribed a jelonet and dry dressings for the inner sides and biafine for the outer thighs. It was confirmed that the patient was not hospitalized for a longer period of time due to the burns. The patient was treated for the burns and no longer suffers any pain.